Event description:
Account alleged that the head section of the bed was drifting down.

Manufacturer narrative:
Tech recommended that account should check the CPR cables and adjustments. Then inspect the drive for any worn or broken parts, and then try cleaning the drive or replace the drive or drive parts. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.